Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs on (B)(6) 2025 to report that the patient being supported with an excor pediatric vad system experienced hemolysis. The patient's ldh levels increased from 684 u/l to1800 u/l, and pfhgb to 7.4 mg/dl on (B)(6) 2025. The pre pfhgb was 10.6 mg/dl. The patient continues to remain on the same pump. According to the site, the excor blood pump maintained complete fill and ejection. No deposits were noted in the excor blood pump.

Manufacturer narrative:
The excor blood pump pu valves; 25 ml in/out; ø 9 mm; (B)(6) has been in use on the patient since (B)(6) 2025 to date. The event occurred on (B)(6)2025, which is (11 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.